Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. Two instances of "cassette locked but not latched". Service history review identified the complaint was not related to a previous service of the device within the review period. The device was visually inspected. Battery door missing, rear housing cracked, downstream occlusion (dso) seal delaminated was noted. Functional testing was performed. Latch lock test was failed. The allegation made by the complainant was confirmed. The probable root cause of the reported error is defective flex sensor. The dso seal and battery door were replaced. The device passed all functional testing after repair.

Event description:
It was found during investigation of a returned pump that the flex sensor was defective. There was no patient involvement and no harm/adverse event reported.